Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver had permanent loss of antenna. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.